Event description:
It was reported that prior to surgery, it was discovered that the motor device had a "hole in cord". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.